Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that while navigating, the surgeon felt 3 mm inaccurate with the straight suction. The site opened a new set, verified the new straight suction, and were accurate. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.